Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two systems. The reported lead pertains to the patient's combined thoracic/peripheral (off-label) system. It was reported the patient's lead has migrated. Subsequently, surgical intervention was undertaken to explant and replace the lead. Effective stimulation was restored post-operative. The model and implant date of the second quattrode is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.